Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2020. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code of a040501 captures the reportable event of stent calcified. Imdrf impact code of f08 captures the reportable event of hospitalization. Imdrf impact code of f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that an unknown ureteral stent was used during a removal, calculus, ureter, ureteroscopic procedure in (B)(6) 2020. It was reported cystoscopy stent removal occurred under anesthesia for an encrusted stent. It was also reported readmission occurred. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.